Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: paralytic ileus occurred in a case where interceed was used. The patient is under observation. The patient is recovering well. It is unknown whether interseed is involved, but the doctor said that the doctor had never experienced anything like this in cases where seprafilm was used, so the doctor suspects that interseed may be the cause. There are no plans to perform any further invasive procedures and the treatment was complete with only observation because there are no problems with the patient's current condition. ·the length of hospitalization was extended by about 3-4 days for observation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the name of the index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. Was meticulous hemostasis performed prior to use of product? 8. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate). 9. Did the interceed come in contact with heme prior to use? 10. How was the product applied? One layer? Wadded? 11. What suture was used to close the uterine incision? (For instance, silk suture is much more reactive than other sutures to the surrounding tissues). 12. Was there excessive tissue desiccation (cautery use) at the site of interceed application? 13. Were other products (ie seprafilm, anti-adhesion products) used? 14. Did the patient undergo any other previous operations? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable adhesion barrier was used. During surgery ileus occurred where the device was used. The patient is under observation. Additional information was requested.